Event description:
Health professional reported that "band and port explanted" due to alleged "intolerance of device. Pt was vomiting [sic] brown fluid and experiencing excessive reflux."

Manufacturer narrative:
Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Intolerance, vomiting, and reflux are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number. Health professional has declined to provide additional info. Device labeling addresses the reported event of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."